Event description:
Report received of an over-delivery of thorazine. The pump was programmed to deliver an unspecified concentration/volume of thorazine at 10ml/hr on the primary line. The customer could not recall what was infusing on the secondary line. It was reported that the bag of thorazine completed approx 6 hours earlier than it should have. The pt was reported to be "a little groggy" but required no medical interventions. There was no reported adverse effect to the pt. No further info was available.